Event description:
The patient reportedly experienced loss of sound following an infection in a wisdom tooth. External equipment was exchanged; however, the problem was not resolved. Testing showed that the device is functioning. The patient showed no neural imaging response. Surgery to explant the patient's device has been scheduled.